Event description:
It was reported that when using the bd pyxis¿ medstation¿ es there was a patient in that emergency room that crossed over to the pyxis and the nurse was able to remove medications. They had three medications that were ordered but they did not cross over to the pyxis. The patient's ID was (B)(6) and name was (B)(6). The medications that did not cross over were morphine 4 mg, ondanestron 2 mg and clopidogrel 75 mg and patient had status "admission cancelled". The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 15-feb-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the patient order was not crossing over. A technical support specialist (tss) had connected to the server and verified that all orders had crossed into the pyxis system; however, these three specific orders had been given start and end times within one minute of each other. This could have caused the issue. Tss asked the customer to verify if any further assistance was needed before closing the case. The system functioned as intended after the technical support specialist troubleshot the device.